Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, reservoir tube, battery tube threads, broken reservoir tube lip, missing reservoir tube lip o ring and with minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 98 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.